Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the hepatopancreatic biliary during an endoscopic retrograde cholangiopancreatography (ercp) performed on may/june. The specific date is unknown. After the procedure, patient coming back in with delayed bleeding from the sphincterotomy due to the incorrect erbe settings. The bleeding was treated with endoscopic hemostasis. It was reported that the procedure was completed with the original device at the time of event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the event date provided (may/june). The exact date is unknown. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/bleeding. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.